Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, lot# l70455, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer and healthcare professional via a company representative in regard to a patient receiving prialt 0.062 mg/ml at 6.720 mg/day via an implantable infusion pump. Per print report received, the pump was examined on (B)(6) 2016. The pump was last changed on (B)(6) 2015, and was programmed to infuse hydromorphone 12.0 mg/ml at 6.449 mg/day and bupivacaine 17.5 mg/ml at 9.405 mg/day. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient was having the pump explanted due to an infection of the pump pocket. It was unknown when the pump pocket began showing signs of infection. An explant would be taking place to avoid any further risk or infection complications. The pump and catheter were explanted on (B)(6) 2016. It was unknown if the issue was resolved at the time of report. There were no patient symptoms or complications associated with the event. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.